Event description:
An alarm issue was reported with the adc device (android galaxy os 13). The customer reported the low glucose alarm did not sound and was not made aware of changing glucose levels. The customer experienced symptoms of disorientation, sweating, difficulty concentrating, and required third-party treatment of food and juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on the returned sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Set the low glucose threshold in the alarm settings. Activated sensor with a known good reader and performed linearity test. Low glucose results were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (android galaxy os 13). The customer reported the low glucose alarm did not sound and was not made aware of changing glucose levels. The customer experienced symptoms of disorientation, sweating, difficulty concentrating, and required third-party treatment of food and juice. There was no report of death or permanent impairment associated with this event.